Event description:
It was reported that this patient attended the hospital for a device elective replacement as it had four months of battery left. During the follow-up prior to the replacement procedure, this lead showed an increasing pacing impedance from 450 to 1500 ohms, which is still within normal limits. The lead also showed increasing pacing threshold. These observations are potentially related to fibrosis due to the aging of the lead according to the physician. The physician decided to perform a screening for subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the screening was successful and the s-ICD system was implanted. This lead was subsequently surgically abandoned. No adverse patient effects were reported.